Event description:
Anteris received a report from teh distributor that a physician reported that the cardiocel patch had thickened (described as "peel) after a vessel reconstruction resulting in thickening and narrowing of the vessel repair.

Manufacturer narrative:
The age of the patient is unknown. The patient presented with stenosis of the vessal reconstructon. Surgical intervention was performed. The device remains implanted. Review of manufacturing records does not show deviations to the manufacturing process or errors or deviations. No changes were made to the manufacturing process to suggest a change in the product. It appears the event was unlikely related to teh device. Flow obstruction following surgery is a potential adverse event listed in the instructions for use.